Manufacturer narrative:
Plant investigation: although it was originally stated that the complaint device was available to be returned to the manufacturer for evaluation, no device has been received by the manufacturer to date. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice and one rework issued on the lot. The deviation notice was unrelated to the reported event. The rework was initiated for precautionary inspection for delamination due to the delamination exceeding the reject percentage of (B)(4) during production. No dialyzers were found to have delamination during the rework. Additionally, there was no report of cracked headers found during the rework. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the lot production records did not reveal a probable cause for the customer complaint. Therefore, the complaint is unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that a blood leak occurred from the dialyzer due to a crack at the rim during the patient's hemodialysis (hd) treatment. Follow up information was provided by the user facility's clinic manager. The machine did not alarm as the leak was external. A staff member was walking by the patient¿s chair and noticed some drops of blood on the floor. A visible crack was observed in the rim of the dialyzer that was leaking blood. The patient¿s treatment was interrupted after the blood leak was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250ml as the patient¿s blood was not returned. No patient adverse effects were experienced, and no medical intervention was required due to this event. The patient completed treatment with a new set-up of supplies on a different machine. The patient¿s blood flow rate was 400ml/min and dialysate flow rate was 800ml/min. The complaint device was stated to be available to be returned to the manufacturer for physical evaluation.